Manufacturer narrative:
Device was visually inspected on return and a damaged water trap bowl was identified. The gas pump sounded strained on startup. A review of the log files from the device indicate that it was last calibrated on 10 march 2020 and placed in therapeutic use on (B)(6) 2020, just three days before it was due for service calibration. The device continued to be used in therapy in the month of april without being returned for preventive maintenance. The no sensors have been validated to drift and require calibration every 30 days to ensure accurate delivery of no. Device was serviced with the water trap and no sensors replaced. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
Clinical educator was informed by staff at (B)(6) medical of an event on a patient with a dosage setting of 5 ppm, but the system was indicating a reading of 25-30 ppm. Device was re-calibrated but would not pass the sensor zero test. All consumables on the device were replaced and the unit continued to not pass the set-up calibration. There was no patient harm. Patient was connected to a servo I ventilator; no settings were provided by customer.